Event description:
It was reported that a patient underwent a primary incisional ventral hernia repair procedure in 2009. Post-operatively, the patient presented with a complaint of swelling. It was found that the patient had developed an infection/seroma. The patient was treated with antibiotics and the seroma was drained 20 days later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.